Event description:
This MDR is related to MDR 3013840437-2022-00116 referring to the same patient. This consumer report was received from a us consumer and concerns an adult female patient. She was injected with radiesse, into the cheeks (off label use of device), in september 2020. As reported, the patient was unsure if she was injected with radiesse classic or plus. At the time of this report, after the radiesse injection, the patient was experiencing scar tissue and a bump on the right side (considered as permanent). The bump was about the size of a dime. Due to the provided information, the outcome of the events was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, scar tissue (injection site scar), was deemed to meet serious injury criteria of causing permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.